Event description:
On (B)(6) 2013, the reporter contacted animas alleging history/settings (remaining insulin reading) issue. The pump is not recognizing the correct read of the cartridge. This issue is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2013 with the following findings: no defect was found. Black box and history review shows no activity outside of normal use. One 178 warning is recorded on (B)(6) 2013. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump is able to load and to display a 100u cartridge correctly, no alarms occurred during testing. Several boluses were performed during the test using ¿advanced boluses¿, a ¿low cartridge¿ warning was stimulated. The pump gave the correct audible and visible alert at the correct cartridge count the history recorded accurate boluses and the warning info at the correct time and order. The keypad rubber is undamaged and fully responsive. . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.